Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 4, 2018, and found as follows; the tip of the probe was broken off at 16mm from the distal end. There was no scratch around the broken area. The fracture surface of the probe showed that a crack developed. The tissue pad was worn. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During an unspecified gynecology procedure, the subject device was used. In the procedure, an ultrasonic error occurred. The user checked the device outside the patient, then the tip of the probe of the device fell off. The intended procedure was completed with the similar device. There was no patient injury reported. This is the report regarding the breakage of the probe.